Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The device is non-mentor and no analysis will be performed. It was deemed as a non-mentor device given the physical differences in size and placement of the patch in the implant. Concomitant products: gel non-mentor device. (B)(4).

Event description:
On (B)(6) 2018, gel non-mentor breast implants were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient.

Manufacturer narrative:
On 07/11/18, it was reported to mentor that the that the returned devices are non-mentor products, that no further investigation will take place, and that this event no longer qualifies as MDR reportable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/11/18, it was reported to mentor that the that the returned devices are non-mentor products, that no further investigation will take place, and that this event no longer qualifies as MDR reportable. Manufacturer¿s reference number: (B)(4).